Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(4), could not conclusively be determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4). No product is available for investigation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 18nov2020. The heartmate 3 lvas instructions for use (IFU) and patient handbook are currently available. Section 6 entitled ¿patient care and management¿ provides information regarding anticoagulation, including the recommended international normalized ratio (inr). No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2021 due to subtherapeutic international normalized ratio (inr), which was 12.79. Additionally, the patient had a blood tingled sputum; however, there was no bleeding. They were treated with 6 units of fresh frozen plasma (ffp) and vitamin k intravenous (IV) on (B)(6) 2021. The patient's medication dosage of warfarin and clopidogrel was adjusted. The patient¿s condition resolved on (B)(6) 2021 and the patient was discharged on (B)(6) 2021.